Manufacturer narrative:
After concluding the investigation, a most likely root cause was identified concerning the proximity of the planned screws of the plates to the superior border of the mandible. Date of report was corrected as it was wrong, manufacturer was aware of event on (B)(6) 2019 but reported to FDA on (B)(6) 2019.

Manufacturer narrative:
Device was designed and manufactured according to specifications. There was no change in the cleaning or sterilisation process. Additional investigation is still ongoing.

Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. Post-operative an infection was reported on one side. Patient was treated with antibiotics and following healing of the osteotomies the plates and screws were removed. The bone was solid.